Event description:
On (B)(6) 2024, senseonics was made aware of an adverse event where user was unable to link the newly inserted sensor with the transmitter. The issue persisted after a transmitter replacement. The user was referred to their hcp to discuss next steps, such as assistance with locating the sensor or possible sensor replacement. No further follow up with the user was possible due to non response despite of multiple communication attempts.

Manufacturer narrative:
This case was created to document the associated case where user was unable to link the sensor and the user was advised to consult with their hcp to discuss next steps,such as assistance with locating the sensor.no further follow up with the user was possible due to non response despite of multiple communication attempts.